Event description:
A cartridge change error was reported by the customer. There was no reported impact on the customer's blood glucose level. Multiple follow up attempt were made to obtain additional information but no response was received.